Event description:
It was reported that at a regular follow-up appointment, a substantial decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD) from 46% to 16% over the course of three months. Information was requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and no adverse patient effects were reported.